Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient information was requested but not provided.

Event description:
It was reported that the IV infusion pump had a unexpected channel disconnection while infusing IV potassium and magnesium on 2 separate device modules. It was noted that the devices were plugged-in to wall power outlet at the time of the event. There was no patient harm.